Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited low out-of-range pacing impedance. Programming changes were made temporarily to test out parameters, and subsequently the pacing impedance went back to normal limits. Patient condition was stable.

Event description:
New information received notes that there was a corrupt data exhibited on the right atrial leadless pacemaker as well.